Event description:
The customer's wife reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 372 mg/dl. Troubleshooting was performed, and the insulin pump's programming was reviewed. The insulin pump alarmed no delivery during the initial prime test. After the reservoir and infusion set were changed, the prime test passed. The high pressure test also passed. The customer's wife later called back to report that using a different vial of insulin resolved the customer's problem with high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.